Event description:
Pt's father reported while attempting to do an insulin cartridge change last night, the infusion device displayed an e7 (electronic error) message. Father stated he took the battery out and reinserted it. Father reported while the infusion device was going through the self-test, the device did not vibrate when the vibration test displayed on the screen and then the infusion device displayed an e7 (electronic error) message. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.